Manufacturer narrative:
The following product was added to the complaint after submission of the initial report. Cat. No.: unknown, unknown distal stem, lot code: unknown. An event regarding infection involving a restoration modular body was reported. The event was not confirmed. Device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no information was received for review with the clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, pathology reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Patient presented with an infection of the right hip back on (B)(6) 2017. Implants were removed but distal stem was well fixed and was left behind. Osteotomy was performed and stem was removed. New restoration modular stem and body were added and tritanium revision cup and mdm liners were implanted.

Manufacturer narrative:
The following devices were also listed in this report: (B)(4), 6260-9-032, 32mm -4 lfit v40 head; cat# 6260-9-032; lot# 41526301. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. There have been no other events for the lot referenced.

Event description:
Patient presented with an infection of the right hip back on (B)(6) 2017. Implants were removed but distal stem was well fixed and was left behind. Osteotomy was performed and stem was removed. New restoration modular stem and body were added and tritanium revision cup and mdm liners were implanted.